Event description:
During a phone call with product surveillance on (B)(6) 2012 regarding an unrelated issue with the homechoice machine, the homechoice patient (hp) stated that he had recently been hospitalized with peritonitis. On (B)(4) 2012, the peritoneal dialysis registered nurse (pdrn) confirmed that the hp had been diagnosed and hospitalized with peritonitis on (B)(6) 2012. The pdrn stated that the hp was treated with vancomycin and was released from the hospital on (B)(6) 2012. The pdrn stated that the cause of this peritonitis event was unknown. The hp is recovering from this event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 regarding this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review will be performed on suspect lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up information was received from global pharmacovigilance (gpv) on (B)(4) 2012. Gpv spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The home patient (hp) was readmitted to the hospital on (B)(6) 2012 with peritonitis. It was unknown if the hp had completely recovered from the last event of peritonitis. The pd effluent cultures were again positive for (B)(6). The pdrn stated that the possible cause of the recurrence of peritonitis was that the pd catheter became colonized with the (B)(6) bacteria. The hp's catheter was removed and the hp switched to hemodialysis. The hp transferred care to another facility and it was unknown if the hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter conducted a batch review on potentially associated lots (h11k20037 and h11j04116) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the reported condition was not confirmed and the root cause could not be determined.